Manufacturer narrative:
The device evaluation is anticipated. However the complaint cannot not be confirmed without the completion of a product evaluation. A supplemental report will be forthcoming with the evaluation and device history results when received.

Event description:
It was reported that during a cardiac catheterization with a disposable pressure transducer (dpt), discrepancies on the pressure values were observed between the non-invasive pressure monitor and an invasive arterial blood pressure. The reported pressures measured by the dpt showed a 50% difference to the non-invasive pressure monitor. After several tests made by a technician, it was concluded that there was no defect with the non-invasive pressure monitor but with the dpt. There was no indication of patient mistreatment and no allegation of patient injury. The device is available for examination.

Manufacturer narrative:
The reported event of "discrepancies on pressure values" was not confirmed. The dpt zeroed and sensed pressure accurately on a pressure monitor. Pressure readings were stable during 8 hours of an output drift test. Electrical testing showed that both input and output impedances were within specifications. Zero-offset also met specification. The reported event could not be confirmed or replicated during the analysis, as the device responded appropriately during functional testing. There was no evidence of a manufacturing nonconformance. A review of the manufacturing records indicated that the product met specifications upon release. Poor dynamic response can be caused by air bubbles, clotting, and excessive lengths of tubing, excessively compliant pressure tubing, small bore tubing, loose connections, or leaks. The assembly may be tested for dynamic response by observing the pressure waveform on an oscilloscope or monitor. Bedside determination of the dynamic response of the catheter, monitor, kit and transducer system is done after the system is flushed, attached to the patient, zeroed and calibrated. A square-wave test may be performed by pulling the snap tab device and releasing quickly. Pressure readings can change quickly and dramatically because of loss of proper calibration, loose connection, or air in the system. Pressure readings should correlate with the patient¿s clinical manifestations. It is unknown if user or procedural factors contributed to the stated event. In this event, there was no patient compromise noted. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Reference CAPA-20-00141.